Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of air in line. A review revealed multiple counts of air in lin messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be ultrasonic sensor out of specifications which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of air in line. No additional information is available.